Event description:
The reporter stated that during phacoemulsification (not with starr's phaco equipment) a capsular tear occurred. The surgeon then proceeded to insert a cc4204bf plate collamer lens and saw that it was sinking back into the vitreous through the tear in the capsule. The lens had disappeared before the surgeon could get a instrument to remove the lens so the lens was left in the vitreous. The reporter stated that the pt had a very small pupil and a dense cataract. Surgery was completed using an anterior chamber lens. First day post-op the reporter stated that the pt is doing fine.